Event description:
While trying to remove novasure (after use) - from cervix/uterus, device would not collapse/could not remove from patient. Doctor unable to collapse burnt device - pulling and continued trying to close product. Finally, able to collapse/remove device. Diagnosis or reason for use: neurologic.